Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to FDA. (B)(4).

Event description:
Philips received a report from a customer about an error in the tubes's rotation movement and that the tube could break.